Event description:
It was reported to ventec that the device rebooted by itself during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis but no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.